Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: unable to duplicate keypad response issue. No defect found. The keypad cover was fully intact; no damage or peeling observed. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination or contact defects were found.